Event description:
The complainant reported that the following day after an impella cp was inserted, the venous sheath was oozing. Sutures were added and dressing was changed. It was further reported that upon removing the impella, bleeding was present at the femoral site. Manual pressure and femstop was placed. Post impella removal from the right common femoral artery, no distal pulses to popliteal artery were found using doppler. Duplex ultrasound was performed and no flow distal to popliteal artery. The plan is to consult vascular surgery for intervention. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. The root cause of access site bleeding is determined to be use issue because the hemostasis was achieved by adding sutures and changing dressing.